Event description:
It was reported that the patient presented in the clinic for a follow-up check. It was noted that the right ventricular lead exhibited noise oversensing which resulted in pacing inhibition. The noise was reproducible with isometrics and when the patient was laying on the left side. Programming changes were made. The patient was stable.